Event description:
It was reported that, this pacemaker exhibited crosstalk oversensing in the atrial channel, leading into inappropriate mode switch and atrial tachy response (atr). Boston scientific technical services (ts) recommended to reprogram sensitivity and blanking zone. This device remains in service. No adverse patient effects were reported.